Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1808ml, indicating the home patient (hp) drained 1708ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass the low drain volume alarm in initial drain. Should additional relevant information become available a supplemental report will be submitted.